Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly . The blood glucose level of the customer was 89 mg/dl. Customer stated that the buttons were hard to press. Customer was advice to discontinue use of the insulin pump and revert to a back-up plan. The product will returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted.